Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had critical pump error. The blood glucose level was 145 mg/dl. The customer reported that the screen looks like it had gotten lighter and it was hard to see. The troubleshooting was performed for critical pump error. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 35 alarm noted in the pump history and critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted.